Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) but did not sound an audible patient alert which was programmed on. The device was explanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Time of eri (elective replacement indicator) in save to disk on 06-jul-2012 device eri <=2.62 volt. Programmer s2d data file 10140036 shows device eri reached on 06-jul-2012. Daily battery voltage trend data shows a spike decrease for batt(v)=2.64 to 2.62 volts between 08-jul-2012 and 09-jul-2012, then returning to 2.64 volts on 10-jul-2012.